Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a battery low alarm was confirmed during product evaluation. This condition was caused by the battery damage. The batteries were replaced to correct the reported condition. A service history review determined that the device has not been previously sent into service for the reported condition of "battery low alarm." During previous service on 10/17/2007, 06/12/2009, and 07/29/2010, the batteries were replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with a battery low alarm. This condition interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.